Manufacturer narrative:
Manufacturing evaluation: the shunt system was received in a plastic container, submersed in an unidentified liquid. The liquid contained significant amounts of bloody discharge from the shunt system. Visual inspection - no significant deformations or damage of the valves were detected during the visual inspection. Scratches on the outer housing of the valves were observed. The housings were subsequently measured and indicated the presence of slight deformations of both valves, outside the tolerance. Permeability test - results have shown that the prosa has a blockage, and that the progav is permeable. Adjustment test - the valves were tested and were adjustable throughout the normal, specified ranges. Braking force and function test - the brake function was operational, and the braking force is within the given tolerances. Computer controlled test - because the prosa was not permeable, this test was not possible. The progav was tested in the horizontal position and was shown to be operating outside the given tolerance. Results - after the tests, we have dismantled the valves. Inside the valves we found significant build-up of substances (likely proteinand blood). Based on our investigation, we confirm that the shunt system is operating in an over-drainage state, likely due to the deposits observed inside the valves. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the 3y po valve is not adjustable overdrain. File entered with limited information. Delivered with the return kit inside an unknown liquid. Height: 160 cm; gender: na.